Event description:
Complaint description: an olympus sales representative reported that a surgeon punctured a pt's iliac vein with a trocar during a laparoscopic procedure. When this occurred, the laparoscopic procedure was converted to an open procedure and a vascular surgeon repaired the punctured vein. The pt remained in the hospital. The stay was scheduled prior to the occurrence since part of the pt's fallopian tube was removed during the laparoscopic procedure. According to the sales representative, the pt is expected to have a full recovery.